Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Per email, day pump, 574987; (B)(6) 2025 general view of the patient the client has a painful inflammation at the pegj insertion site. After visiting the general practitioner, she started a 10-day course of oral antibiotics. When stressed, she experiences bothersome dyskinesia, but not persistent. She starts well with the morning dose and experiences long periods of motor on during the day, rarely persistent off, requiring an extra dose. 0 dyskinesia (hours per day) 0-2 remarks (insert details): inflamed, painful, and with a lot of slimy pus formation. On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced pain and inflammation at the stoma site with "slimy pus formation". The patient was treated with a ten-day course of an unknown oral antibiotic. The device remains implanted.